Manufacturer narrative:
The investigation into the pump stop issue and the low pump flow issue has been completed since the original report was filed. Product was returned for evaluation. The cause of the pump stop was an open electrical line due to excessive force applied by patient pulling the catheter and stretched, twisted per clinical, field investigation and log review. The cause of the low pump flow issue was patient condition related with persistent suction alarms at p-level higher than p-4 due to poor patient condition of premature ventricular contractions (pvc) and right ventricular failure (rvf), per clinical and log review.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. During support, the impella 5.5 had suction alarms that were likely due to right ventricle failure. Impella was at p 4. Additionally, the pump stopped due to the patient forcibly pulling the impella out. Proximal portion of impella was pulled such that catheter stretched and centimeter markers were not visible. Suture hub was still secured to skin and not bleeding. Pump was removed.